Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand, where it was visually inspected and leak tested. Results: visual inspection of the complaint rt266 infant dual heated evaqua2 breathing circuit revealed no damage was observed on the returned parts. The leak test also revealed that the breathing circuits was within specification. Conclusion: we were unable to determine what may have caused the reported event as there was no fault found with the returned device. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuits state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in hong kong reported that a rt266 infant dual heated evaqua2 breathing circuit was found leaking before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in hong kong reported that a rt266 infant dual heated evaqua2 breathing circuit was found leaking before patient use. There was no patient involvement.